Manufacturer narrative:
Initial reporter is synthes sales representative. The 2nm torque limiting handle with quick coupling (p/n: 03.614.035, lot number: h168806-04) was received at us cq. Visual inspection of the complaint device showed no exterior damage. The customer reported the device was out of calibration. The repair technician reported failed torque test low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. A functional assessment was performed on the complaint device at service and repair. The complaint device torque tested low. The complaint was able to be replicated. This complaint is confirmed as the device torque tested low and is out of calibration. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during evaluation the repair technicians found that the 2nm torque limiting handle with quick coupling was failed in calibration. Issue found during testing at service and repair. There is no patient involvement. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).